Event description:
The pt underwent stent placement through a right iliac artery access site. The pt also had a left groin access site. The cardiologist performed a successful closure of the left access site with a prostar 9 fr pvs sys. He then attempted closure of the right side using a second prostar 9 fr pvs system. The cardiologist encountered difficulty inserting the predilator, and difficulty again inserting the prostar device itself. There reportedly was too much resistance from the curvature of the iliac artery. The needles did not present on deployment. Back-down was attempted unsuccessfully. Further attempts at deployment were also unsuccessful. A vascular surgeon was called into the cath lab to perform a cutdown for device removal. A stitch was placed in the artery to close the access site. Both access sites looked fine following the surgery. The instructions for use clearly define the proper access site placement for pvs closure as being in the common femoral artery. Placement in the iliac artery is not anticipated and constitutes user error.